Manufacturer narrative:
(B)(4). It was reported that this patient had idiopathic hypertrophic subaortic stenosis. The root cause of the patient's stenosis is indeterminable with the available information. The subject device is not available for evaluation. However, there is no information suggesting there was any malfunction or deficiency of the edwards valve. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. It appears that this event is likely due to patient related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a bioprosthetic aortic valve, implanted for two (2) years and one (1) month, was explanted due to idiopathic hypertrophic subaortic stenosis. Pre-op tee showed that the patient had significant septal hypertrophy with significant systolic anterior motion of the mitral valve and left ventricular outflow tract obstruction with a gradient over 100. Septal myectomy was indicated. Intraoperative echo confirmed the presence of preoperative findings, but upon entering the pericardium we realized that the pericardium was very thick, about 0.5 to 0.7 cm, and was very adherent to the anterior wall of the right atrium and right ventricle. It took a lot of dissection to remove it from these areas. It was noted, as soon as the surgeon freed up the anterior wall of the right ventricle, the anterior wall bulged out and freely contracted, as seen in constrictive pericarditis after pericardiectomy, so it was decided to do subtotal pericardiectomy from phrenic to phrenic. The procedure was approached through the old aortotomy incision, but the surgeon could not see anything through the aortic prosthesis, so he decided to remove the prosthesis and then performed the septal myectomy as usual. He also identified four (4) large secondary chordae in the anterior leaflets of the mitral valve, and removed them and transected them so that he could the free up the motion of the mitral valve. The explanted aortic valve was replaced with another edwards bioprosthetic valve (same model and size). The patient tolerated the procedure well and left the or in satisfactory condition. Patient was discharged home in stable condition of pod #5.